Event description:
Customer called to report that patient was unable to prime correctly. It was stated that patient could prime the set and even after seeing that the insulin exited, the pump continued to prime nearly all of the insulin out the of the reservoir.